Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device had a false positive detection. It incorrectly sensed something was present. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one console was received, and an evaluation of the sample confirmed factors that may contribute to the reported issue. Testing of the device found that it would alarm appropriately when a sensor was present. When the sensor was removed, the machine did not alarm. Testing of the device found that it functioned normally and the issue could not be duplicated. The front panel was removed, and it was found to contain a ferrite ring. This has been associated with the potential to cause false positive alarms. The investigation identified the potential root cause of the reported event to be the ferrite, and corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.